Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include chest pain, muscle pain, back pain, sweating, weakness and vomiting. The patient reports administering insulin corrections after waking up with high blood glucose levels. The patients blood glucose level had not decreased after corrections. Upon removal of the pod the patient reports the cannula was bent. The patient applied a new pod. The patient was taken by ambulance to the hospital. Once at the hospital the patient had blood work performed and was treated with intravenous fluids. The patient was released from the hospital the same day. The patients pod will not be returned as it has been discarded.